Event description:
During a catalyse laser procedure the surgery center reported suction issues. The event occurred when laser was firing as suction broke after the capsulotomy was completed and it was the start of fragmentation. The catalyse procedure was aborted and completed manually. No patient injury reported.

Manufacturer narrative:
A review of the records related to this equipment shows the system met manufacturing release criteria. After reviewing the patient log files, this is most likely related to the patient eye movement. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The catalyse laser was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to replicate any issues on the system. The fss checked and verified vacuum levels. The fss found the vacuum levels within specifications. The fss performed a dav and mock treatment and passed. The fss observed two procedures while on site. The procedures were completed without any issues. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. Date of manufacturer is 9/2007. All pertinent information available to abbott medical optics has been submitted. Placeholder.